Event description:
Pt called nurse to his room. IV tubing was full of large air bubbles from upper y-site, through pump and down to needle. Micro bubbles seen between backcheck valve and large volume parenteral.